Event description:
It was reported that at implant attempt there were positioning difficulties with the right ventricular lead and that the helix would not deploy, even with an excessive amount of turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned in segments and analyzed. The helix was disengaged from helical channel. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleevehead). Tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.